Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 05/22/2025, it was reported by a sales representative via (B)(4) that an ar-5400-01 glenoid targeter shaft did not allow the arms to slide in correctly, and an ar-9594-2410 baseplate was worn. This was discovered during the case. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Additional information: d2b, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to wear and tear incurred from repeated/extended usage in the field. Manufactured date: 12-aug-2020.